Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting. Other UDI: UDI: (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that they had a problem with the locking bolt from the retrograde antegrade femoral nail (rafn) tray. The locking bolt was locked into the nail and caused delay with removing the alignment jig (insertion handle). No information available about patient condition and outcome. Compliant involves 2 part. Concomitant reported parts: 1x unknown nail, 1x insertion handle (part 03.0010.486 lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Contact name and email address. Hospital address is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: radiolucent insertion handle for expert nails/100mm (03.010.486, lot number unknown, quantity 1).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the DHR review: part number: 03.010.146, synthes lot number: u246982, supplier lot number: u246982, release to warehouse date: 16-sep-2016, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Material was received and a product development investigation was completed. The investigation summary indicates that: they had a problem with the locking bolt from the retrograde antegrade femoral nail (rafn) tray. The locking bolt was locked into the nail and caused delay with removing the alignment jig (insertion handle). No information available about patient condition and outcome. Customer quality (cq) engineering investigation: this complaint is confirmed. There is a burr (post manufacturing damage) on the most distal minor thread diameter of the returned cannulated connecting screw. This could cause the reported complaint condition as this thread interfaces with the nail. Visual evidence of burr on thread was noted. The complaint was not able to be replicated at customer quality (cq) because the nail was not returned. However, the burr on the thread was visually confirmed and could cause the reported complaint condition. The following concomitant part was returned without an allegation against them part #: 03.010.486; lot #: l025165 , quantity: 1. Upon visual inspection at us cq, there is no indication that this concomitant device caused or contributed to the reported complaint condition. Therefore, no further investigation will be performed on this concomitant device. No new malfunctions were identified as a result of the investigation. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.